Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two of the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we have a report from our peds ICU that they have had at least 2 of the bd alaris lipid tubing clotting off early in its use. Clotting off early in use.

Manufacturer narrative:
H.6 investigation summary: four used samples (model #2202-0007) were returned for investigation. It was reported that they have had 2 of the tubing clotting off. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. The customer complaint can be verified. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 21075493 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that two of the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we have a report from our peds ICU that they have had at least 2 of the bd alaris lipid tubing clotting off early in its use. Clotting off early in use.